Event description:
It was reported by remote transmission loss of capture on the atrial lead was noted. The atrial lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (ipg) 2013-(B)(6). (B)(4).